Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had a ventricular tachycardia event classified as supraventricular tachycardia. Patient received an appropriate shock however the shock was not received fast enough based on the inappropriate programming settings. The device did not deliver the therapy based on the patient¿s rhythm and no high voltage output issue was observed. Programming changes were recommended however no intervention has been performed. Patient was stable.